Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found no physical damage on pump. Investigator's unable to download event history log. Visual inspection and power up process were performed. The customer's reported problem was confirmed. During investigation the error code message "1720" alarmed during power up. According to the investigation the capacitor green wire was found broken off which caused the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.